Manufacturer narrative:
Continuation of d10: product ID evolutfx-26 (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025 section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (lot: 0012854930); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was admitted for a transcatheter aortic valve implantation (tavi) procedure due to a calcified annulus. A 26 millimeter valve was selected and deployed 80% in a two-cusp view under rapid pacing, followed by a gradual release. The valve dislodged into the aorta, resulting in obstruction of coronary circulation and hypotension. Cardiopulmonary resuscitation and intubation were required. The physician successfully snared the valve up to the ascending aorta, after which blood pressure recovered. A 23 millimeter valve was then selected and attempted to navigate it through the previous valve, encountering significant difficulty. The patient experienced a second episode of blood pressure drop and pulseless electrical activity. The valve was deployed in the annulus, but despite repeated resuscitation attempts, the patient could not be revived and died.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was admitted for a transcatheter aortic valve implantation (tavi) procedure due to a calcified annulus. A 26 millimeter valve was selected and deployed 80% in a two-cusp view under rapid pacing, followed by a gradual release. The valve dislodged into the aorta, resulting in obstruction of coronary circulation and hypotension. Cardiopulmonary resuscitation and intubation were required. The physician successfully snared the valve up to the ascending aorta, after which blood pressure recovered. A 23 millimeter valve was then selected and attempted to navigate it through the previous valve, encountering significant difficulty. The patient experienced a second episode of blood pressure drop and pulseless electrical activity. The valve was deployed in the annulus, but despite repeated resuscitation attempts, the patient could not be revived and died. Additional information was received that per the physician, the cause of death was aortic dissection. The physician excluded the delivery catheter system (dcs) as a contributing cause to the death but not the valves, as the first valve embolized obstructing the sinotubular junction (stj) and flow to the coronary arteries which required snaring; and the second valve struggled to cross the first valve. The physician indicated that the computed tomography (CT) imaging was not optimal for sizing. Due to the variables it was understood that the measured left ventricular outflow tract (lvot) was smaller so a decision was made to initially upsize to a 26 mm valve for a better outcome. A 23 mm valve was used following the 26 mm valve due to a decision to resize after the 26 mm valve had dislodged into the aorta.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.